Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: tasp top- mechanical (g04) - provisional top. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Root cause is attribute to user not following the proper surgical technique. Per persona primary surgical technique, it instructs that to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery, the surgeon tried to seat the instrument with the situate the back of the mallet and the instrument fractured. Subsequently, they had to complete the case with another instrument. The surgical technique was utilized. There was no surgical delay. There were no foreign bodies retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.